Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Event description:
Maude event report (B)(4) states: at my appointment with my surgeon, I was told that depuy pinnacle cup with metal on metal articulation (hip replacement) was failing after less than three years and had to be replaced within 6 months. A blood test revealed high levels of chromium and cobalt and an MRI showed fluid collecting on the joint. It is also squeaking. My surgery is scheduled. Background: my left hip was replaced in 2007 with a depuy polyethylene system. According to my surgeon, the cup liner slipped out of position and began to disintegrated, necessitating hip revision surgery in 2009. The depuy pinnacle cup with metal articulation was implanted at that time. But 2012, my surgeon determined it too was failing. Update (B)(6) 2012 - litigation papers received. The year of implantation was provided - 2009 and the year of revision- 2012. The liner and head have been reported.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.